Manufacturer narrative:
It was reported that one of the power ports of the controller was loose. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the device passed functional testing but failed visual inspection due to a loose power port 1 connector. In addition serial port controller connector was slightly loose form the controller housing; however, this is an additional observation not related to the reported event. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. The manufacturer has opened an investigation with the supplier investigating loose connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected always. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the ventricular assist device (vad) coordinator that the patient was seen in clinic today and it was noted that one of the power ports of the controller was loose to the touch. The patient denied any damage to the controller, alarms, or pump stops associated with the loose port. Log files were sent in and there was verification that no alarms or pump off time occurred due to the loose port. It was stated that the site decided to perform an elective controller exchange with the patient tolerating well with minimal pump off time. The patient was issued a replacement controller in the clinic. No additional information available.